Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. On 02/06/2012 the patient underwent mesh takedown followed by armidex and elevates mesh x2 placements, due to stress urinary incontinence, pop and periurethral pain. On (B)(6) 2012 and (B)(6) 2014 the patient underwent a remeex graft adjustment piece placement due to stress incontinence and urinary retention. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/12/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due to sui. No additional information was provided.

Manufacturer narrative:
..

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2012 for reposition of implant. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.